Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 06/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/02/2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use; however, a review of the pump history and black box data revealed evidence of short battery life. The battery compartment was cracked in the area below the grip pad, and the threads of the battery compartment were damaged. The returned battery cap was cracked, and the threads of the returned battery cap were damaged; also, the torque slot of the returned battery cap was damaged. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). Evidence of moisture ingress was observed on the underside of the returned battery cap. The pump was able to maintain power with the returned battery cap installed. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported issue was not duplicated. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the up arrow and contrast keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under the up arrow and contrast key contacts; this device failure directly caused the keypad responsiveness issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.